Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An input introducer was intended to be used during a procedure. No damage was noted to the 7f input introducer packaging. The device was not removed from packaging per IFU. The device was inspected and prepped per IFU with no issues noted. The device was properly hydrated. No resistance had been encountered when advancing the device. The device was used in a cva with vp shunt. It is reported that immediately after sheath insertion a leak occurred at the hub of the device. Blood rushed out which cause the hub to separate from the sheath lumen. It is approximated that the patient had a blood loss of 300ml. The doctor then introduced a second arterial sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: photo provided of a 5f introducer sheath shows a bloody broken hemostasis valve. If information is provided in the future, a supplemental report will be issued.